Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v839810, implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 3116, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently had her neurostimulator battery replaced. The patient's hcp (healthcare provider) thought it was just normal battery depletion however the patient was wondering if it might have had something to do with a car accident she was in. She had both the battery and lead replaced however the patient didn't know why they replaced the lead. The patient had a car accident where the seat belt pulled really hard across her abdomen and she had a lot of pain in the area where the ins was but not a visible bruise. She went in for a scope and the hcp said there was a lot of inflammation of the bladder and kidneys and everything. That was why the patient had blood in her urine and difficulties "controlling". The hcp said it was just badly bruised, inflamed and it would go away. The patient reports it was also at this time that they realized the neurostimulator was turned off so they turned it back on again and it worked for some time before the battery died and needed to be replaced. Motor vehicle accident reported that could be related to this issue. This was consider a sudden change in therapy/symptoms. Event date for symptoms related to car accident was (B)(6) 2015. Ins battery depletion was in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.